Event description:
Regulatory affairs reported a patient experienced left side ¿stabbing pain in the left side, pain all over the left side¿ and ¿swollen lymph nodes under left armpits.¿ the device has been explanted.

Manufacturer narrative:
.Additional, corrected, and/or changed data: age.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was pain. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory affairs reported a patient experienced left side ¿stabbing pain in the left side, pain all over the left side¿ and ¿swollen lymph nodes under left armpits.¿ the device has been explanted.